Event description:
It was reported that there was discrepancy on sensor reading and blood glucose reading and insulin pump would go to threshold suspend. Customer stated that sensor reading was 45 mg/dl and blood glucose was 99 mg/dl. Troubleshooting was done. The customer was educated regarding sensor and blood glucose readings. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.